Manufacturer narrative:
The insulin pump had blank display due to corrosion on lcd board. Analysis was unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump had a with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was 97 mg/dl at the time of the incident. The customer states the insulin pump was exposed to fluid/moisture. The customer states the insulin was pressed against his skin and was exposed to perspiration. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The "date of this report" and the "date reveived by MFR" provided in the intial report were incorrect. The correct dates has been provided in this report.